Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. Review of the device log showed the device encountered a low battery warning, and 6 minutes later another low battery warning appears, followed by a shutdown warning, then powered off. This is normal operation of the device. The battery should be replaced by the user when the device warns of low battery messages. It is recommended by zoll that a fully charged battery be available at all times. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.